Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis, due to failing to place a staysafe end cap on the pd catheter (not a fresenius product) at the termination of treatment. Follow-up with the patients¿ pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 719 u/l, neutrophils = 62%) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) vancomycin and ceftazidime for 14 days. The patient¿s peritoneal effluent culture result returned negative for growth; however, the patient¿s vancomycin and ceftazidime were continued. The patient continued to undergo ccpd while hospitalized and was discharged in stable condition on (B)(6) 2025. The patient is recovering from the serious adverse events, and resumed utilizing the same liberty select cycler at home without reported issues. The pdrn attributed causality to a breach in sterility, as the patient failed to place a staysafe end cap on her pd catheter (not a fresenius product) at the end of treatment. Per the pdrn, the events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.